Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (480 mg/dl) and boluses via the pump were delivered to address the bg level. However, the bg was not lowering. The cause of the high bg was not known. The contact was in the process of changing the cartridge and infusion set at the time of the reported. A pump system check was performed and no device issues were identified. Tandem technical support advised the contact to discuss the high bg event with a healthcare provider. The customer acknowledged the advice.